Event description:
Same case as 2134265-2009-03031. It was reported that during a coronary artery stenting procedure, crossing difficulties and stent damage occurred. The 90% stenosed target lesion was located in the circumflex (cx). The physician could not cross the occluded lesion with a 2.5x16mm liberte bare stent. While trying to cross the lesion, it was noted that the stent struts were deformed.

Manufacturer narrative:
The device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors. (B)(4).